Manufacturer narrative:
(B)(4). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was not reviewed due to lack of lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during use of a tibial nail system, the targeting jig did not properly align to target the proximal screws. The reporter indicated this misalignment occurred consistently, including when used with a reconstruction configuration, and requested replacement of the jigs. This report is for the additional event for "occurred consistently." Attempts have been made and no further information has been provided.